Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) male patient. There was no additional patient information available at the time of this report. The customer states that the patient's warfarin dose was not held back but the warfarin dose was incorrectly decreased and patient had to be called back to increase dose. Date method time inr (B)(6) 2013 I-stat 14:05 3.4 (B)(6) 2013 stago 14:30 2.35 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(6) 2013 and a deficiency was identified. Apoc product action number: (B)(4).